Event description:
Upon filling cassettes, rptr has found what appears to be long thin pieces of plastic floating in cassette. Co believes it is rph error, due to scraping the inside of prn adapter with needle when filling, but rptr has had 3 separate rphs have the same problem, even after being warned that they may be caused by needle scrapes.